Event description:
Customer reported an erroneous folate result of 19.01 ng per ml for one patient sample. Same sample was run on a cobas e601 analyzer which recovered 6 ng per ml. On (B) (6) 2009, customer ran same sample on an e170 analyzer which recovered 5.97 ng per ml. The sample type was serum. Patient was not treated or adversely affected due to the original result. The field service representative was unable to determine a cause. To verify analyzer performance, he completed performance tests with no discrepancies.